Event description:
Used crimmy cat heating pad on 11 year old. She received small shock and the material started to burn. Went back on amazon where I purchased and saw other complaints of the same thing happening to other people. This item needs to be recalled. This could have really hurt my child.